Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent partial knee procedure (B)(6) 2009. A subsequent revision to a total knee was performed (B)(6) 2013, due to instability.